Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to the ER. Review of the session records revealed noise on the right ventricular lead and the ICD post-shock. The patient received multiple inappropriate shocks. The physician elected to replace the lead and the device. The device was explained and the lead was capped. The patient was stable before and after the procedure.

Event description:
Correction: on (B)(6) 2018, the patient's right ventricular lead was capped and replaced and the patient's implantable cardioverter defibrillator was removed and replaced.